Manufacturer narrative:
The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A simplygo, international, it device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found that the pca is burnt. Sieves are clogged; they have to be replaced. Inlet filter will be replaced due to preventive maintenance. Compressor is defective, it has to be replaced. Tubing is contaminated; it has to be replaced. Check valve cover is cracked, it has to be replaced. There are missing screws on the rear enclosure; they have to be added.